Event description:
It was reported that during a procedure, the multigen radiofrequency generator would not reach the set temperature. As a result, the procedure had to be delayed one day. The patient received local anesthesia prior to the procedure being delayed. No medical intervention was reported with this event.

Event description:
It was reported that during a procedure the multigene radiofrequency generator would not reach the set temperature. As a result, the procedure had to be delayed one day. The patient received local anesthesia prior to the procedure being delayed. No medical intervention was reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon evaluation of the device, no failure was found. Routine maintenance was performed on the device and it was returned to the user facility.